Event description:
Additional information: the packaged needle was used.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had a "large amount of pressure" when trying to inject, and the product ended up blowing out "the opposite end" and the product "was coming out where the needle attaches." Patient contact occurred. No injuries were reported.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had a "large amount of pressure" when trying to inject, and the product ended up blowing out "the opposite end" and the product "was coming out where the needle attaches". Patient contact occurred. No injuries were reported.